Event description:
Fourteen months after treatment with cypher stents, the pt complained of chest pain. Restenosis was found and the pt was treated. Twenty one months later, the pt returned with chest pain and restenosis was found again.

Manufacturer narrative:
As reported by the study, percutaneous coronary intervention (pci) was performed on an 85% svg lesion in the 1st diagonal which was one of a triple bypass between the aorta, 1st diagonal, obtuse marginal (om) and the postero-lateral. Pre-procedure medications included aspirin 100 mg, ticlopidine hydrochloride 200 mg/day, nicarandil 15mg/day and isosorbide mononitrate 40 mg/day. Intra-procedure medications included heparin 10,000 units. The (type c) concentric lesion was ostial, diffused, 9.35 mm in length in a 3.01 mm vessel diameter. Direct stenting was performed with a 3.5 x 23mm cypher at 14 atmospheres. Then a 3.0 x 28mm cypher stent was deployed at 16 atm. Finally, a 3.0x 18mm cypher was deployed at 12 atm and overlapping the cypher at the distal end of the previous cypher. Residual diameter stenosis measured 14%. Timi iii flows were recorded pre and post-procedure. At the same time, the aorta to the postero-lateral branch (isr of a bms) was treated with a 3.5 x 23mm cypher at 14 atm. Residual diameter stenosis measured 6%. Ivus was conducted. Timi I and iii flows were recorded pre and post-procedure, respectively. Fourteen months later, the pt complained of chest pain. Focal restenosis was observed at the first cypher and at the proximal edge of the ao-1st diagonal. Restenosis was also observed inside a penta bare metal stent (bms) in the svg connected to the om and the posterolateral branch. There was 90% restenosis at the proximally implanted penta. To treat the restenosis, on the following day, to treat the restenosis at the proximal end of the cypher, a 3.5 x 18mm cypher was implanted at the aorta to the inside of the 1st implanted cypher at 14 atm. The residual diameter stenosis measured 25%. At the same time, to treat the restenosis at the proximal end of the bms (penta), a 3.0x 18mm cypher was implanted at 14 atm at just the om to the inside of the bms. The residual diameter stenosis was 0%. Twenty one months later, the pt complained of chest pain. Focal 90% restenosis was observed at the overlapping area of the 2nd cypher and the 3rd implanted cypher. To treat the restenosis, a 3.0x33mm cypher was deployed at 14 atm. The residual diameter stenosis was 25%. The physician commented that the cause of the restenosis was because of the unusual way in which the svg was connected to the aorta. Please note that this product is not distributed in the united states. However, it is similar to the us distributed cypher sirolimus drug eluting stent. This product is also not available for testing and evaluation. Add'l info received will be submitted within 30 days upon receipt. The male pt with a history of angina pectoris, hypertension, lipid metabolism abnormality, diabetes, coronary artery bypass grafting surgery and previous percutaneous coronary intervention has undergone the implantation of numerous cypher stents to various lesions under the 2000 registry. The pt has experienced episodes of restenosis and thrombosis throughout his history of coronary interventions. Indication for the initial evaluation is unk. The target lesion was identified as the saphenous vein graft (svg) used to bypass blockage in the first diagonal branch (d1). This was classified as a type c, ostial, concentric and diffusely diseases vessel. The cypher stent is not indicated for use to treat lesions in the svg. Pre-dilatation was not conducted as directed in the instructions for use and a 3.5 x 23mm stent was implanted followed by a 3.0 x 28mm stent distally and a 3.5 x 18 mm stent distal to the second; all in an overlapping fashion. Post-dilatation was not conducted. Ivus was conducted and residual stenosis was 14%. The use of multiple cypher stents has not received adequate evaluation. Next, the in-stent restenosis of an unk bare metal stent in the posterior lateral branch was treated with a 3.5 x 23mm cypher stent. Pre- and post-dilatation were not conducted. The cypher stent is contraindicated for use in the treatment of in-stent restenosis. Approx 2 months later, the pt presented with chest pain. Focal restenosis was observed at the first cypher stent (3.5 x 23mm) implanted at the ostial segment of the svg-d1. This was treated with a cypher 3.5 x 18mm stent with a residual stenosis of 25%. Restenosis of an unk bare metal stent in the svg connected to obtuse marginal and posterior-lateral branch and a cypher 3.0 x 18mm stent was implanted. Two months later, the pt returns for elective treatment of a de novo lesion in the distal left circumflex artery (lcx). This is described as a type c, bifurcated, ostial lesion with a chronic total occlusion. The cypher stent is contraindicated for use in the treatment of bifurcating and/or ostial lesions. The lesion was predilated and a 2.5 x 28mm cypher stent was implanted followed by a 2.5 x 28mm stent and 2.5 x 18mm stent in an overlapping fashion. During this procedure, thrombus was observed and add'l heparin was administered. Balloon angioplasty was performed and an intra-aortic balloon pump was inserted for hemodynamic support. Seven months later, the pt presents with recurrent chest pain. Focal restenosis was observed at the overlapping area of the 2nd (3.0 x 28mm) and 3rd (3.5 x 18mm) cypher stents implanted during the index procedure. This is treated with another 3.0 x 33mm cypher stent with a residual stenosis of 25%. Restenosis and thrombosis are both known potential complications associated with coronary stent placement. All of the cypher stents implanted in this pt were in very complex lesions and/or used off label in the svg or to treat the in-stent restenosis. Per the procedural physician, the restenosis events were due to the unusual way in which the svg was connected to the aorta. The thrombotic event was due to inadequate heparinization during a lengthy procedure. There are pt, vessel, procedural and pharmacological factors that have contributed to the events as reported. The product was not returned for...and more....